Manufacturer narrative:
Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within twenty (20) minutes into the treatment with a polyflux 140h, the patient experienced precordial discomfort and cold sweat all over the body. The patient was treated with 20ml of 50% g-s (understood as glucose) and 5mg of dexamethasone injection intravenously and ECG monitoring was initiated. The extracorporeal circulation blood was discarded, and the hdf treatment was ended. After twelve (12) minutes, patient was treated with polyflux 170h. After 37 minutes, the discomfort symptoms of the patient were slightly relieved, and the treatment was changed from hd to hdf. No additional information is available.